Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001.

Event description:
It was reported that the image on the monitor was blinking. The reported event could potentially prevent completion of an exam. The camera cable was reconnected and the unit was tested and passed. No injury has been reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.